Event description:
Event description guidant received information that during the implant procedure, pre-use testing revealed that this pacemaker could not be interrrogated. The device was not implanted and was returned for analysis.